Event description:
Reason for check: cardiac arrest p-waves measure 0.1 and sensitivity is programmed 0.15mv. Potential for atrial under sensing. Right ventricular threshold is high. Possible capture issue noted on right atrial lead. Other available daily battery/lead measurements within expected range. Lead trends stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147342.